Manufacturer narrative:
According to the customer, on (B)(6) 2025, they had to go to the emergency department to have their foley catheter balloon deflated and replaced when the nurse could not deflate the balloon in the home. The catheter initially was placed on (B)(6) 2025 and became clogged by (B)(6) 2025 and needed to be changed. The balloon was deflated and exchanged in the emergency room via inserting a wire to puncture the balloon. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025, they had to go to the emergency department to have their foley catheter balloon deflated and replaced when the nurse could not deflate the balloon in the home.

Manufacturer narrative:
Update to d9: is this device available for evaluation? Update to h3: device evaluated by manufacturer? Update to h6: type of investigation (b). Update to h6: investigation findings (c). Update to h6: investigation conclusions (d).